Event description:
Reportedly, the balloon did not inflate to the satisfaction of the surgeon nor create the space the surgeon wanted. During insertion and inflation attempt, the peritoneum was torn. Ultimately converted to an open procedure.